Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was a little on the dirty side otherwise no appearance of any physical damaged was found. The sensor test error was found at power up and failed force sensor reading. The root cause of the reported issue was found to be the force sensor was out of calibration. Actions were taken to mitigate the reported issue: replaced the cracked left and right plunger case, force sensor, plunger head mount and dowel pin, upgraded power receptacle, plunger board. Cleaned, greased and recalibrated.

Event description:
It was reported that the pump had a force sensor issue. No patient injury was reported.